Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
After drawing up propofol, our crna is having a problem with the propofol leaking around the plunger and the plunger becoming very hard to push. When putting the syringe in the propofol infuser, the infuser is unable to push the plunger of the syringe and begins alarming that there is an occlusion. Meanwhile, there is no occlusion to the IV and IV fluids are infusing without issue.